Event description:
It was reported that the left ventricular (lv) lead was programmed off at implant due to the physician wanting to prevent possible diaphragmatic and/or phrenic nerve stimulation prior to the patient's post-implant follow-up check. Multiple vectors were tried at the follow-up check but the patient always felt the stimulation. The lead was left programmed off and remains in situ. It was also reported that the right atrial (ra) lead exhibited occasional undersensing of p-waves during atrial fibrillation (af). Lead sensitivity was increased and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.